Event description:
The event involved an unspecified plum infuser where it was reported that there was an occurrence of air-post-cassette without alarm noted. The pump continued to infuse despite the line being dry with no fluid. Air was present in the distal portion of the tubing and reportedly reached the patient. There was no patient harm and the nurse stopped the pump when this was noticed. Nurse reports overprogramming the volume to be infused (vtbi) during initial program vs. The actual amount that was in the bag. Nurse consultant advised against overprogramming vtbi and that any vtbi amount programmed should be as close as possible to the exact amount of volume in the bag. There was patient involvement, and no human harm.

Manufacturer narrative:
The device is not available for investigation . Without the return of the device, a probable cause is unable to be determined.